Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that when slitting the catheter, this lead pulled back so the lead was not successfully implanted. There were no adverse patient effects.